Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump went into threshold suspend with a blood glucose level of 104 mg/dl and a sensor glucose level of 60 mg/dl. During troubleshooting, the customer also reported that he had multiple bent cannulas with previous sensors. The sensor will not be replaced and the customer will not return it for analysis.